Event description:
Right hip revision surgery was performed. Pain, elevated cobalt & chromium levels and a slightly anteverted acetabular cup were reported.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, elevated cobalt and chromium levels. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. ¿there was clearly metal debris with reactive synovitis. Thorough debridement of all metal stained capsule and synovium was performed. ¿ she had metal debris tracking up along the psoas anterior to the hip into the psoas tendon distally. The posterior wall was partially deficient due to metal osteolysis. There was a large osteolytic cavity anteriorly and inferiorly and then another superiorly. There was a moderate amount of proximal femoral osteolysis in the region of the calcar which was not visible on the preoperative radiographs.¿ no cobalt or chromium levels were provided nor were there any x-ray images to review. Based on the available information, the reported findings of elevated cobalt and chromium levels, the pain experienced by this patient, and the observations during the revision are consistent with an adverse reaction to metal wear associated with metal on metal products but the source or the root cause cannot be confirmed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.